Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was received for device analysis. Visual inspection of the device confirmed the reported condition. The tubing was found completely separated from the solvent-bonded junction of the stress-member. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Date of occurrence is unknown. (B)(6). The device is reported to be available but has not been received at this time. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the separated tubing was caused by an inadequate amount of solvent applied on the tubing. A quality alert was issued and awareness training was conducted to address this problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing on a folfusor was detached from the rest of the device while inside the overpouch. This was noticed prior to use. No additional information is available.